Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site. It was determined that the operational test had not been performed correctly by the user, as the test load was not connected. The fse connected the test load, successfully completed the self-test, and restored the device to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a use error. The proper completion of the self-test was demonstrated to the customer to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed the test. There was no patient involvement.